Event description:
The customer reported that the system failed to display an image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.